Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed an infection. The patient's underlying rate preprocedure was 40 bpm and blood pressure had dropped. CPR was initiated and a balloon pump access was attempted. Ventricular fibrillation was noted and defibrillation was performed multiple times. The physician terminated the code after determining the under- lying rhythm was asystole. The patient subsequently expired.